Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasoft lancing device casing was cracked/broken. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began sometime in (B)(6) 2011. She reported that after the lancing device had broke, she began to use the lancets directly to manually lance her fingers which caused her to develop wound(s) that would not heal. During a scheduled doctor's appointment also in (B)(6) 2011 (exact date/time unknown) her doctor noticed the wound(s) and prescribed the patient a topical cream to treat it by the name of "tretinoin." At the time of troubleshooting, the cca noted that the lancing device was used for 4 years prior to it breaking. There was no report of misuse/trauma to the device, and the issue was unresolved. Replacement products were sent to the patient. This complaint is being reported due to the patient having to manually lance her finger (due to the lancing device not working) which caused an injury that required medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The subject lancing device has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the lancing device involved with this complaint failed testing. The casing was damaged and a secondary issue was also found (lancet holder cup was broken). Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.